Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that (B)(6) 2026, a 14f amplatzer torqvue 45x45 delivery sheath was chosen for a procedure. During procedure, the delivery sheath dilator appeared to split when attempted to be passed over a non-abbott wire in the procedure during a sheath exchange. The sheath and dilator appeared normal during preparation. The sheath and dilator were advanced over the non-abbott wire. The physician reported feeling resistance when the sheath and dilator were at the mid-torso level in the body. There was no tortuosity in the anatomy. The physician removed the sheath and dilator and found that the entire tip of the dilator had split (like a crack from the tip of the dilator to where it meets the sheath). There was no patient harm or adverse effect. A new delivery sheath was provided and the case proceeded normally.